Manufacturer narrative:
Analysis not required for expired sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor was not connecting to the transmitter, and when the sensor was extracted no electrode was found. Medical professionals inspected the patient's injection site and determined that there was no electrode in the patient's body or anywhere near the patient. Another sensor was injected into the patient and when it was removed the electrode was missing on that sensor was well. A third sensor was injected into the customer and it functioned normally. The two defective sensors were discarded. Three unused sensors of the same lot number were returned for analysis.